Event description:
It was reported by the patient that she had a mesh placed in 2011. "Two weeks later, [she] started to have really bad left side hip pain", her "legs and calves started cramping", and her "left foot had pins and needles and a burning like it was on fire". The patient then noticed a "stabbing poking pain in [her] groin area surrounding the site where [she] was stitched up" "ever time [she] got up from a sitting position". The patient "developed bacterial vaginosis as well as rectal pain" and was told she had a "rectal infection" for which she was "hospitalised". The patient had a "cat scan and an MRI which showed perirectal lymph node swelling". The patient "had surgery to remove adhesions and was told [her] uterus was not in the correct spot". The patient reported "blue tissue looking stuff" that "came out during a bowel movement which looked like a surgical mask piece". The patient was in "constant pain from [her] pelvic area and [she] cannot have sex", stating "it feels as though [her] vagina shrunk". The patient indicated that a neurologist said she had "nerve damage" and sent her to "physical therapy". The patient was "currently waiting to see a surgeon". The patient "developed rashes on [her] body unexplained". The patient also wears "poise pads to avoid leakage". She further reported that she now has "sleep apnea". No additional patient complications were reported in relation to this event.